Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. It was reported that the patient went to the hospital; however, it was not reported if the patient was admitted. Treatment was not reported. Action taken with pd therapy was unknown. At the time of this report, peritonitis was resolving. No additional information is available.